Event description:
It was reported that during a procedure on (B)(6) 2020, while opening the package of a 3dmax light medium right mesh, it was found that the sealed part on the outside of the mesh was folded or damaged. There was no reported patient injury.

Manufacturer narrative:
At this time, no conclusion can be made. While the sample evaluation is anticipated it has not get begun. To date, this is the only reported complaint for this manufacturing lot. Addendum: this is an addendum to the initial emdr submitted to document the results of device evaluation. The subject device was returned for evaluation. The evaluation of the sample finds no visible indication that the device was handled or handled with excessive force. Visual evaluation confirmed one crack / tear in the edge seal of the mesh. Based on sample evaluation and investigation performed, it was determined that the edge crack/splits were most probably manufacturing generated. Review of manufacturing records indicate product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time, no conclusion can be made. While the sample evaluation is anticipated it has not get begun. To date, this is the only reported complaint for this manufacturing lot. When the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that during a procedure on (B)(6) 2020, while opening the package of a 3dmax light medium right mesh, it was found that the sealed part on the outside of the mesh was folded or damaged. There was no reported patient injury.